Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned; therefore a device analysis could not be completed. A review of all batch record documents was performed for lot number gd897363 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced the sponge falling out of the minicap on the homechoice device, prior to patient use. As there was no patient involvement, there was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 3 of 7 for this event.